Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what is meant by the sterility of the sutures compromised? The paper part of the packaging was degrading, deteriorating and crumbling. Was the sterility compromised? Yes, the packaging was yellowing, there were cracks and holes noticed in the packaging how was the product stored in the hospital? Temperature controlled, no humidity, not next to light, stored in a closed pyxis system specific number of samples that had packaging compromised? 3 were sent back, however all 22 were removed because of packaging issue how many procedures? Na. Were the sutures deteriorating? No. Resterilized ¿ no were the sutures found. To be degraded within the package? No. Was there damage to the sutures within the package? No did the device issue occur multiple times during one procedure? It was noted all at one time. Did the device issue occur during multiple procedures? If so ¿ no. What were the procedure names and dates? ¿ noticed during inventory, not during a procedure. Please clarify how the package deteriorated. It was found in this condition. Unknown how it occurred. Were any of those events previously reported to ethicon? Na received packets, all samples were received unopened.. During the evaluation of the envelope were observed that the tyvek and zipper tray of all samples were damaged (broken). Besides, the ink on the paper lid was observed discolored. Likely this condition could be caused if the samples were storage exposure overheating. Therefore investigation was focus in the manufacturing process and there was not any factor that can cause this damage (broken). Additional, the needle/suture combinations were examined and all needles were attached to the suture. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. Samples were tested on by needle pull off and tensile strength and all met the requirements. According to the samples condition it was suggest an improper handling of the packets. Since, is concluded that the damage cause did not happened during the batch process.

Event description:
It was reported that during inventory, the paper part of the suture packaging was degradating, deteriorating and crumbling. It was also reported that the packaging was yellowing, there were cracks and holes noticed in the packaging. The suture was not used on the patient.